Manufacturer narrative:
The returned device was evaluated and the case description states the user was unable to power on the controller. The device was able to power on during investigation after being allowed to charge. Log data indicates the device powered off on (B)(6) 2025 in the morning and was not powered back on until the date of occurrence. Before powering off on (B)(6) 2025, the device was observed to have very low battery and was not plugged in. The user plugged the device in to charge after powering it back on the date of occurrence. No initialization errors were observed within log files on or around the date of occurrence. Inspection of log files found no evidence of abnormalities that would contribute to the reported event. No damages or defects were observed that would contribute to the controller being unable to power on.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 883 mg/dl while wearing the pod. The patient reports after charging their controller all night it would not power on. Once at the hospital the patient was treated with intravenous insulin. The patient reports they were at the hospital for 24 hours.